Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the piston in the syringe pump. Upon completion of the necessary and verified repairs the instrument was returned into operation. Mdrs associated with this event: 2050012-2011-05813; 2050012-2011-05920.

Event description:
The customer reported that on (B)(6) 2011 erroneous, low total protein (tpm) and creatinine (crem) results were generated on an unicel dxc 800 synchron system for two patient samples. This is report one of two and represents the erroneous total protein (tpm) results generated for one patient. The erroneous result was not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument the tpm result was higher and regarded as valid. Through beckman coulter inc. Led troubleshooting the customer identified that the instrument possessed a leaking reagent tricontinent syringe pump assembly. There was no chemical exposure to healthcare worker and no injuries were reported. No personnel sought any medical attention in association with this event.